Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the surgeon was using the system for the first time and got an error metric of 2.6 with the first trace registration. The site traced again and got a metric of 2.3. The surgeon was not satisfied with the number and used a second medtronic navigation system to complete the case. There was no patient impact reported.